Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a soft neuro tissue ablation procedure, saline would not return from the catheter from the tubing. It was noted that saline would flow to the catheter without issue. A second tubing set was connected to the catheter to complete the procedure. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
The catheter for the ablation system was returned to the manufacturer for evaluation. Testing found that the clip on the tube was closed, leaving a kink in the tubing after removing the clip. It was noted that there was no flow through the tubing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.